Event description:
The customer reported the coulter lh 750 hematology analyzer was failing red blood cell (rbc) and platelet (plt) backgrounds during startup. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/17/2015. The fse found that the rbc apertures were contaminated. The fse cleaned the rbc apertures, which repaired the failing backgrounds. The repairs were verified per established procedures. (B)(4).